Event description:
It was reported that following a shoulder procedure involving three speedsrew 5.5 implants, the pt complained of persistent pain during the 4 month post operative visit. The surgeon ordered a CT scan and discovered possible cyst formations around the implants. No further info has been provided regarding any treatments or add'l procedures. Arthrocare will continue to monitor for further details.